Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow-up on an unknown date, and a proximal type I endoleak coming from the greater curvature of the angled aortic neck was discovered. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy, short proximal aortic neck which was less than 5 mm. No clinical sequelae were reported and the patient is being monitored by their physician.

Event description:
The secondary intervention occurred and a 32x49 endurant cuff was implanted within the existing endurant stent graft and 10 aptus endoanchors were then deployed around where the type I endoleak was occurring. Another manufacturer's cuff was then implanted as well. Though diminished, the type I endoleak still remains. The patient is doing well post-op with no injury.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.